Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
There was a correction to the serial number and the lot and expiration are additional information. The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cpgc37 serial number (B)(4), product code 82-3832. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; valve only leaked from the needle holes in the needle chamber no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve with product code 82-3832, with lot number cpgc37, conformed to the specifications when released to stock on the 3rd july 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient is male and (B)(6) years old, had traffic accident and was admitted hospital for emergent large trauma craniotomy. After around one month of the procedure, the patient was diagnosed as moderate hydrocephalus. The patient did v-p procedure on (B)(6) 2013. On (B)(6), the patient?s symptom was aggravated along with disability of right hand and drowsiness. The surgeon increased the pressure to 140mm h2o. On (B)(6), the trauma collapse symptom was not eased and the pressure was adjusted to 160mm h2o. After 3 days, the condition was still not improved. On (B)(6) 2014, the pressure was increased to 200mm h2o but with any improvement. Now the patient had to live on bed without right hand activities ability and drowsiness. This event was already reported to both sourcing and cfda on (B)(6) 2014 (complaint no.(B)(4)). The patient accepted revision surgery in (B)(6) 2014 at the same hospital ((B)(6) hospital) and the 2nd valve was implanted. However, it was not getting better after 3 months of the revision surgery. The patient had to another hospital ((B)(6) hospital) to remove the valve and implant the 3rd valve on (B)(6) 2014. The surgeon called (B)(6) had opinion that the valve obstruction contributed to pressure adjustment failure. Now the patient is getting better and waiting to be discharged. The 2nd valve can be returned for investigation now. (After use on patient) (B)(4) 2014 additional information received clarified that the first valve mentioned was reported to (B)(6) under complaint (B)(4).